Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, during induction testing the patient was in a sustained ventricular tachycardia (vt) rhythm. Shock attempts were not converting the patient due to high defibrillation threshold measurements. External shocks were also unsuccessful in converting the induced rhythm. A code was called and CPR was performed. Finally, the last shock from the s-ICD converted the patient back to normal sinus rhythm. At the physician's discretion, the s-ICD system was removed and replaced the following day with a transvenous system. There were no reported allegations against the s-ICD or electrode. The physician felt a transvenous system was better suited for patient's therapy requirements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. On the day of the attempted implant, induction was commanded to begin at 11:43 am. Three shocks were delivered at 11:43 and two shocks were delivered at 11:51 am. The telemetry session ended at 12:17 pm. There were a total of 5 shocks within the telemetry session. There were no episodes available to view in the device memory. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.